Event description:
It was reported the screen cursor is not synchronized with the touch pen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the screen cursor is not synchronized with the touch pen; overlay/bezel assembly found out of electrical specification. Concomitant medical products: 229047 analyzer. (B)(4).